Manufacturer narrative:
(B)(4). Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause for the heat and component damage was determined to be due to wear from normal use and servicing and the root cause for the hole in hose was due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the hose of the motor device was damaged and had a hole/cut in it. It was determined that the temperature was above specification and the cable/cord/wiring was damaged. It was further determined that the device failed pretest for handpiece control assessment, air pump assessment, handpiece temperature assessment, no short circuit between sensors gnd and connector body (42)., no short circuit between hall sensors and connector body (42)., no short circuit between 5vdc line and connector body (42)., no short circuit between phases and connector body (42)., motor themistor assessment, and loctite and cable assessments. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.